Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with non sustained oversensing (ns0) episodes. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electocardiogram. Programming changes were done. Patient was stable.